Event description:
Healthcare professional additionally reported right side "any creases". Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: analysis of the returned device identified: wear abrasion, crease fold, black particles outer the shell and opening on posterior. Leak test and microscopic analysis was performed which identified: crease smooth opening and observed void 1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior and anterior assessed as a fold flaw opening and a crease are observed but have no relationship with manufacturing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.